Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism deployed early. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The pod was received not deployed. Download data shows that the pod ran for 46 first prime pulses. The pod was in pod state 14 indicating that pod activation was not completed after it was filled. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from completing activation and deploying as intended. It was concluded that the reported event did not occur.